Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the prox lad. One day post index ck elevation, mi related ae, was reported. The investigator assessed the event as not related to the index device or antiplatelet medication. Safety assessed the event as not related to the index device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.